Manufacturer narrative:
It is unknown whether the lead will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this dead has dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.